Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 37mg/dl, 172mg/dl. Tests were done within <10 minutes with a difference of 115%. On another occasion, the patient's blood glucose results were 54mg/dl, 180mg/dl. Tests were done within 10 minutes apart with a difference of 95%. "Customer used opposite hands when performing the testing procedure." Patient did not experience any adverse events. No further information has been reported.